Manufacturer narrative:
Concomitant medical products: UDI number: (B)(4). High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after aortic valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant.  The device will not be returned to edwards for evaluation as it remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Multiple requests for additional information regarding this event have been performed; however, no additional details have been provided at this time. Based on the available information, the root cause of the event cannot be determined, however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with a 21mm aortic valve for 4 months 19 days is being considered for a valve in valve procedure due to high gradients on follow up echo. A secondary procedure has not been scheduled. The current patient status is unknown. The physician does not allege a device deficiency.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received.

Manufacturer narrative:
H10: additional manufacturer narrative : updated b5, b7, and f10 per new information received. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival.

Event description:
It was reported a patient initially implanted with a 21mm aortic valve for 4 months 19 days is being considered for a valve in valve procedure due to high gradients on follow up echo. A secondary procedure has not been scheduled. The current patient status is unknown. The physician does not allege a device deficiency. Per echo report, the prosthetic aortic valve appears to be functioning abnormally. The peak aortic velocity is 4.20 m/s with a calculated peak gradient of 70.00 mmhg. The mean gradient is 37.00 mmhg. The aortic valve area is 0.99 cm2. There is no aortic valve regurgitation. Patient-prosthesis mismatch was suggested.